Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. A manual correction injection and bolus via the pump was administered to address bg. Reportedly, the customer is using cartridge and infusion set supplies longer than recommended. Tandem technical support informed customer that using cartridge and infusion set supplies longer than recommended is off label per the tandem user guide. Customer went to the emergency room for bg. Customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support confirmed the pump was functioning as intended. Customer was released from the emergency room on (B)(6) 2023 and there was no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.